Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding an issue encountered during a pump exchange case. It was reported that there was trouble aspirating water from the pumps reservoir. The water slowly came out and eventually 37mls were able to be withdrawn. A new refill kit was opened and 2ml of the drug was inserted to rinse the pump and when the new needle was used they could not withdraw the 2ml of solution. No patient symptoms were noted. It was reported that a different pump was used with no issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis found that the returned pump passed all functional testing in the laboratory. No anomalies were identified and the allegations could not be supported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the cause of the trouble aspirating the pump reservoir was not determined. The device was noted as being returned for analysis.